Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that at the end of a pulse field ablation (pfa) procedure using a faradrive sheath saline was leaking from the valve. Because the issue was identified after the procedure had been completed the sheath was not exchanged. No patient complications occurred, and the sheath is expected to be returned for analysis.